Event description:
Provider states that one side gearbox is leaking grease on the chair. Provider does not know which side but he is replacing both motors preventively. Provider states that the consumer is rough on the chair and hits the motors when getting on and off public transportation. No additional information provided.